Event description:
The tech alleged the side rail will not latch. No injury reported.

Manufacturer narrative:
The tech found the side rail en tube was broken. The tech replaced the side rail end tube to resolve the issue.